Event description:
The customer reported his blood glucose and insulin history. The pod was removed. He noticed the cannula looks bent and the pink slide insert was not visible.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or the reported failure of the needle mechanism to completely deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.